Event description:
During manual implantation of a peripheral screw into the baseplate the tip of the screwdriver broke off in the peripheral screw head. Upon inspection the tip of the screwdriver was cold welded into the head of the peripheral screw.